Event description:
It was reported to olympus, that the tracheal intubation fiberscope had a broken fiber. The reported phenomenon occurred during an unspecified procedure, and the procedure was completed using a similar device. Upon inspection and testing of the returned device it was noted that indication on the connecting tube has a missing area. (1mm2 or more). There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation and the missing area on the connecting tube were confirmed. It was noted that the connecting tube had a dent. The channel cleaning brush could not be inserted smoothly due to a dent in the tube. The connecting tube was snaking and the eyepiece had a crack. The image guide bundle also had significant breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling. However, the root cause was unable to be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: "visually inspect the control section for excessive scratching. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.